Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and no problem was detected. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The instrument rolled forward and backwards without any issues. The instrument was fully functional. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, surgeon couldn't roll the permanent cautery hook forward. The procedure was completed as planned with no reported injury using the same instrument.